Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed off no power. The insulin pump did not turn on anymore. The insulin pump turned off even with a new battery. The issue persisted after the battery was changed for a new one. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.